Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Manufacturer's investigation observed that the up arrow button on the pump is defective. No adverse event reported. Product has already been returned.